Manufacturer narrative:
Concomitant medical products: 4/17/2019. The device was received, 4/17/2019 for further evaluation. The returned extension set was pressure leak tested and was found to leak from the damaged microclave. Further testing revealed a seal puncture and spike damage typical of access with an incompatible mating device(s). The probable cause of the microclave seal stick down and reported leakage is access with an incompatible mating device during use.

Manufacturer narrative:
The device involved in the event is expected to be returned to the manufacturer for further investigation however it has not yet been received.

Event description:
It was reported that once the intravenous treatment was started on the patient, blood was drawn from the hub, then started flowing out of the device nonstop. The device involved in the event was reported to be replaced without further incident. There was patient involvement however there was no adverse event, harm, or delay in critical therapy reported. No additional information is known at this time.